Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a device history record (DHR) review was conducted: part number: 314.02; lot number: 2116. DHR not available as device is older than 20 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to filing and archiving of specification documents, which was in place till august 2014. Last documented lot in erp system for this part is lot 2184 from march 1999. H3, h6: a product investigation was conducted. Visual inspection: the small hexagonal screwdriver with holding sleeve (part: 314.02, lot: 2116) was received at us cq. Upon visual inspection, it was observed that the center of the device handle had broken and separated into three (3) pieces. All three (3) pieces were received at us cq. Cracks were observed on the complaint device handle around the breaking point. Additionally, the complaint device was missing the holding sleeve component. No damage or defect was noted to the remaining features or components of the returned device. The image(s) provided were reviewed and contributed no additional information. Dimensional inspection: no dimensional inspection could be performed due to post manufacturing damage and device geometry. Additionally, there was no indication that the given dimensions would have contributed to the complaint condition. Document/specification review: the relevant document(s) were reviewed: no design issues or discrepancies were identified. Investigation conclusion: this complaint was confirmed as the handle of complaint device had broken and separated into three (3) pieces. Cracks were observed on the complaint device handle around the breaking point and the complaint device was missing the holding sleeve component. Although no definitive root-cause can be determined, its possible that unintended forces were applied to the device and/or the holding sleeve was lost during handling of the instrument. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could be confirmed since the holding sleeve for the screwdriver was broken into multiple pieces. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020 that the small hexagonal screwdriver with holding sleeve was completely broken. There was no surgical delay. There was no patient consequence. The procedure was successfully completed using another screwdriver. This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).